Manufacturer narrative:
Unit received unable to perform the displacement test due to cracked/detached end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 207 mg/dl at the time of incident. The customer reported that the side bottom of the insulin pump came loose. The customer reported that the insulin pump dropped. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump was returned for analysis.